Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The vessel sealer extend (vse) instrument was transferred to advanced failure analysis engineering for further investigation. The vse instrument was found to have a dislodged lower grip pulley and pin dowel which were noted as responsible for the observed failure of imprecise motion.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaws would not open, an investigation was completed to determine the cause of this reported event. The vessel sealer extend (vse) was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. The instrument was placed and driven on an in-house system and exhibit imprecise motion, the grip tips did not open. It was observed that using the grip open lever was still able to open the grip tips of the instrument. A review of the logs shows no errors. Additionally, the instrument was found to have a dislodged lower grip pulley and pin dowel at the proximal end.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the vessel sealer extend (vse) would not open when the surgeon tried at the console. The physician assistant (pa) confirmed that it was difficult to open vse manually. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that as soon as the vse was inserted, they were unable to unclamp. There was no tissue between the jaws. The surgeon was unable to unclamp from the start to clamp on tissue. Also, it was stated that physical was able to articulate & reticulated movement of the vessel sealer but was not able to open the jaws. The pa then removed the vessel sealer and attempted to open the jaws manually, they would still not open. They only got it to open 1-3mms. The vessel sealer moved as directed by the master's but would not open when directed.